Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ('retained fragment of essure contraceptive device upon removal') in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removed on (B)(6) 2018). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure (ess205). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5098134) on 21-dec-2020. The most recent information was received on 12-jan-2021. Quality safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a consumer (subsequently medically confirmed), and describes the occurrence of device breakage ('retained fragment of essure contraceptive device upon removal'). In a female patient who had essure (ess205), inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removed on (B)(6) 2018). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure (ess205). Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jan-2021, quality safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.